Event description:
It was reported that interrogation of the pulse generator resulted in the message -backup vvi device status report and a configuration error message. Measured data on (B)(6) 2010 was 2.76 v, less than 1 kohm, 98.5 p pm. The device was removed and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received analysis found that the pulse generator was in backup vvi operation, as received. After successfully downloading the software, the device functioned normally. The backup condition could not be reproduced despite extensive testing.